Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to issue medication. A technical support specialist remotely accessed the device and assisted the user after the user was unable to add medication to a patient profile. Reviewed the populate screen and observed all drawers displaying a yellow state with "configure" at the zone level. Restarted the medbank application, after which zones displayed correctly with no yellow state. User was asked to retry and was able to successfully add and issue the medication. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication as the medbank did not allow the addition of lorazepam 0.5 mg tablet to the patient profile, preventing medication dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.